Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.

Event description:
The lay user/pt contacted lifescan in 2006 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the pt on 1 day later, and obtained further info. The pt informed the mas that prior to going to bed 3 days earlier he tested his blood glucose and obtaiend a result of 180 mg/dl. He was not experiencing any symptoms at that time. He had taken his set amount of insulin earlier at suppertime (novolin n 12 units, and r 22 units). At 1:00 am, the pt woke up feeling dizzy, ner vous, seeing spots, hungry, and had a tingling sensation in his body. He mentioned that these are the symptoms he experiences when his blood glucose is low. He tested his blood glucose on the reported meter and received a result of 247 mg/dl. He did not feel that the result was correct as he was experiencing low symptoms. Within minutes, he tested on his wife's meter (brand not provided) with a result of 186 mg/dl. He went and fell asleep on his sofa and did not administer any self-treatment. He woke up around 8:00 am 1 day later and tested on the meter with a result of 185 mg/dl (he was not experiencing any symptoms). He tested "right away" on his wife's meter with a result of 140 mg/dl and took his morning set amount of 25 units of n and 4 units of the r insulin. That afternoon, around 2 pm, he contacted the advice nurse since he was concerned about the high reuslts. The nurse advised him that "somehting was wrong with his meter and to have it replaced". He did not call lifescan until the next morning when he tested again on his meter with a result of 205 mg/dl and his wife's read 145 mg/dl. At the time of troubleshooting it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. He was walked through a control solution test, which passed. Although the control solution tests passed on the meter, the 3 comparisons between the reported meter and the wife's meter was out of spec (the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. This complaint is reported also because the symptoms experienced at the time of cocnern did not match the reported meter's result. It is not known if the pt was truly hypoglycemic as the results obtained on the othe rmeetr were also above the 100 mg/dl. A replacement meter, control solution, and test strips were sent to the lay user/pt.